Event description:
In 2002, dermagraft was implanted into the patient. This lot of dermagrft did not meet the established acceptance critieria and was identified as a non-conforming lot. The lot was dedicated for use as demonstration product only.